Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga340 - acculan 4 dermatome. According to the complaint description, it was impossible to remove skin on setting 2/10 mm; the table is tight. A second device was used to compensate for the failure of the first one. There was no further consequence to the patient. An additional medical intervention was necessary, because another device was used. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.